Manufacturer narrative:
Failure analysis for fiber (B)(4): the total length of the fiber is (B)(4); the fiber was tested with hene laser fixture, aim beam is visible at the tip and the light spot created by the aim beam appears weak; the distal end of the glass fiber is fractured and does not extend from the blue outer sheath; the distal end of the blue outer sheath exhibits burn marks within; once the fiber was stripped and cleaved, the light spot created by the aim beam appears acceptable. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending/user handling/anatomical/procedural factors encountered during the procedure .

Event description:
It was reported that while using the surgical fiber during a procedure, the fiber tip fell off in the patient and was retrieved. The procedure was completed using a second surgical fiber. There was no patient injury reported.